Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient had a sudden onset of supra ventricular tachycardia (svt) which lead to detection and therapy. The shock eventually led to the right ventricular (rv) lead having t-wave oversensing and the patient received a shock which induced ventricular fibrillation which was terminated with a final shock. It was discussed that medication adjustments may be necessary for rate control of the svt which started the episode and the rv lead remains in use. No further patient complications have been reported as a result of this event.